Event description:
It was reported the device had a power on reset (por) due to the patient having possible radiation therapy. The device reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011, a power on reset (por) for write to locked ram, addr=11ee, data=31 and a patient alert occurred.